Event description:
System was difficulty to move due to one of the wheels. When the scanner drive system was connected to the scanner, the system would intermittently shut off, causing potential delay in the treatment.

Manufacturer narrative:
The scanner drive system connected to the CT system was causing issues and the unit would intermittently shut off. The joystick was replaced while the batteries and module connections were checked. Scanner test drive, daily calibration, and qa checks were completed with no issues. No harm to the patient or users.